Event description:
It was reported while using bd pca set y conn check vlv 90 inch leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the ivf was leaking out of the port that connects it to the pca tubing. Changed the primary fluid tubing and it was still leaking. We decided that we needed to change the pca tubing. After we changed the pca tubing we had no more leaking.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-oct-2022. H6: investigation summary the customer reported the tubing was leaking and returned one used sample of material 30873. The sample had a crack in the male luer, the whole length of the luer post. The complaint of leakage at the connection is verified. The root cause is unknown, but is not believed to related to manufacturing or a bd process. This could potentially be an end user issue, with overtightening of the luer, but this root cause cannot be confirmed. A device history record review could not be performed on material 30873 because the lot number is unknown.

Event description:
It was reported while using bd pca set y conn check vlv 90 inch leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the ivf was leaking out of the port that connects it to the pca tubing. Changed the primary fluid tubing and it was still leaking. We decided that we needed to change the pca tubing . After we changed the pca tubing we had no more leaking.